Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent implantation of a cartiva sci due to hallux rigidus in his left foot and was revised approximately 3 years post-op due to alleged pain, swelling and limited mobility.